Event description:
The customer reported that she had worn a pod for three days and noticed a "hard red pump" at the site when the device was removed. She indicated that "thick and white" pus comes out of the pump. She stated that this happens "whenever she goes to change a pod". Insulet product support reminded her of proper site preparation technique and advised her to contact her health care provider. No product will be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any product malfunction. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions.